Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power during a patient event.  The customer indicated that the patient was found unresponsive, apneic, and pulseless and had received manual CPR prior to the customer's application of their device.  Once the device was connected to the patient, it was reported that the patient did not have a shockable rhythm.  The patient experienced rosc (return of spontaneous circulation) during the event and reportedly did not suffer any adverse outcome as a result of the reported issue.  During the entirety of the event, the customer's device reportedly lost power a total of three times. The customer reported this to the FDA on a voluntary user facility medwatch report: mw5068349.